Manufacturer narrative:
Philips service replaced mpd control unit; follow-up work scheduled. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that system failed to fully power up; monitor and intercom lost power on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.